Event description:
The patient reported that they compared their teladoc monitor to a simultaneous manual reading performed by a medical professional. The teladoc monitor displayed a reading with a systolic of 130, whereas the manual reading had a systolic of 110. The patient did not received any medical treatment as part of the device malfunction.

Manufacturer narrative:
The device associated with this incident has been returned for investigation, but initial functional testing has yet to be completed.